Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. Initial reporter phone#: (B)(6). PMA / 510(k)#: k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there were false positives. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details suspected false positive rotavirus results in run 999. Repeat runs were negative for rotavirus. The customer noticed a high number of rotavirus positive results. Patients are on different wards so they do not suspect this is caused by a rotavirus outbreak. Currently waiting on more information on patient impact. Problem appears on 23.02 run 2800 & 2801 ct1056 / and 24.02 ct2072 run 998 & 999 (rota) both instruments show good sigmoidal curves in the runs mentioned; it is all concerning rotavirus; there are high positives -- presumably there is some environmental contamination or cross contamination. Suggest to do an environmental sweep and to clean the instrument + environment. More false positive samples. Rota viral / ent viral ER 68 test.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there were false positives. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details suspected false positive rotavirus results in run 999. Repeat runs were negative for rotavirus. The customer noticed a high number of rotavirus positive results. Patients are on different wards so they do not suspect this is caused by a rotavirus outbreak. Currently waiting on more information on patient impact. Problem appears on 23.02 run 2800 & 2801 ct1056 / and 24.02 ct2072 run 998 & 999 (rota) both instruments show good sigmoidal curves in the runs mentioned; it is all concerning rotavirus; there are high positives -- presumably there is some environmental contamination or cross contamination. Suggest to do an environmental sweep and to clean the instrument + environment. More false positive samples rota viral / ent viral ER 68 test.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number ct1056) had "environmental contamination". Customer reported suspected several false positive rotavirus results. Repeat runs were performed on another instrument and were negative for rotavirus. Service recommended customer perform a thorough cleaning. Customer stated post cleaning no new problems were seen. This complaint is unconfirmed as the issue alludes to an environmental contamination issue. No problems were identified with instrument performance by the customer. The root cause cannot be determined with the information provided. Review of device history record for instrument ct1056 is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint is unconfirmed. Service history review was performed and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur.